Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, " no video/error msg, scope not conn. The customer stated there is a connection error, code 12. This was noticed or occurred 7/23/21. It was not used for a procedure due to the connection error. There was no injury to a patient." Involving pentax model eg29-i10/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax for evaluation. Pentax service inspectional findings included: image blackout, passed dry leak test, passed wet leak test, #3 remote control button not working, #2 remote control button not working, #1 remote control button not working, #4 remote control button not working. Repairs were performed on the device which included replacement of the following components: electrical connector assy, pcb for ccd drive pb-free.